Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore,a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Ischemia and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use of coronary stenting procedures. Athough a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure with placement of a 3.0 x 28 mm xience v stent in the mid left anterior descending coronary artery. On an unspecified date, the patient underwent a functional ischemia test, which was positive for ischemia. On (B)(6) 2015, the patient was re-hospitalized and percutaneous coronary intervention was performed to treat in-stent restenosis at the target lesion. No additional information was provided.